Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins is not charged and they need to have an MRI, but haven't used their program for over a year. Caller stated later that they haven't used it since (B)(6) 2024. Caller was not with the patient at the time of the call, but states they are trying to charge and just going through screens that state recharging and then can't find the device. Caller states the patient reports they "don't like it", in reference to the stimulator. Technical services (tss) advised caller to have the patient or caregiver call patient services (pss) with equipment present for troubleshooting, reviewing possible need for a passive recharge. Additional information was received. It was reported that they're unable to charge the implant. Caller mentioned that the pt was in the hospital and needed to get an MRI and they've charged the controller but was unsuccessful in charging the implant. Caller was unsure of the event date or if the pt had stopped using the device but when they tried to charge the implant today they couldn't charge the implant. Agent had caller reset the controller and checked for physical damage. Caller confirmed no damage on the battery compartment, battery pack, and recharging paddle. Agent had caller go to passive recharge mode (prm) and provided 68-69-71, 68-70-71, but later the screen showed unable to recharge. Caller tapped try again and got 71 in the middle then 72. When asked if pt had a fall, caller said yes. During the 2nd attempt the screen still went unable to recharge. Agent provided information then redirected the caller to the pt's managing hcp for further assistance.